Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that he ¿wanted to increase the voltage on the right side; he increased it to 3.30 volts and 190 on the left.¿ earlier on the day of the report he somehow had his stimulation turned off and was not feeling very good. At the time of the report his stimulation was on, but he did not know how it got turned off and was concerned about it. The patient asked several times if the ¿stimulation was definitely on if it said on.¿ the cause of the event had not been determined, no interventions were reported, and the patient outcome was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# va0a2fn, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va0a2fn, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).